Event description:
When connecting the ablation catheter to the machine there was an immediate error message "sensing error" tried reconnecting but still would not sense, so a new one was used and worked fine (unknown lot number on the new device). During the same procedure the soundstar for ice catheter would not sense. It was tried again and still not sensing, tried a different cable but still would not sense so a new catheter was used and worked fine (unknown lot number on new device).